Manufacturer narrative:
One single flothru dpt-vamp flex kit with pressure tubing was returned for examination. The reported event of pressure measurement issue was confirmed. The dpt did not zero or sense pressure on a pressure monitor. Electrical testing showed that the input impedance met specification, but the output impedance was out of specification. Continuity testing indicated that the #2 solder joint was not making contact with the outer pad.   A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.   Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. In this event, there was no patient compromise noted.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device has been returned and the evaluation is in progress. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that the blood pressure value was more than 300mmhg during use, of the pressure monitoring kit. The suspect device was exchanged and the problem was resolved. Nihon koden brand of patient monitor was used. Other information such as expected value, whether there was problem with the shape of the pressure waveform or not, if the value and waveform matched or not, whether the patient was treated based on the incorrect value or not, if it was able to zero or not, if the customer performed trouble shooting other than exchange the device or not, if the error message was indicated or not and if occlusion, leakage, or kink were observed or not, were unknown. The sample of tracing was not available. Patient demographic information was requested but was unavailable. The occurrence date is unknown. There were no patient complications reported.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
After further investigation, it was evaluated that this issue is supplier process related. The model was received from supplier and through out the whole manufacturing process there are no interactions or operations that might generate the defect reported. The supplier was notified regarding the issue on this component. Consequently, no further investigation or action is required. However, the condition will continue being monitored through the complaint system.